Event description:
On (B)(6) 2018, the patient went to emergency service and was admitted at hospital because the device was delivering inappropriate shocks due to noises in right ventricular channel. The therapies were deactivated and the patient remained admitted at the hospital. As a consequence the following remote follow-ups were checked: on (B)(6) 2018, the ¿v oversensing suspected¿ remote warning was received with respectively 23, 2 and 3 non treated events . The reports showed a drop of the ventricular sensing and some abnormal right ventricular impedance lead values. The egm¿s events showed noise in the right ventricular channel too. Finally on (B)(6) 2018, the re-intervention was performed suspecting of a lead/connection issue. The lead volta 1cr65, s/n (B)(4), was checked several times with the medtronic pacing system analyzer and it seemed that the lead was ok, since no noises were detected when moving the patient arm and the impedance and detection values were stable and correct. Both the subject device and the ventricular lead were explanted without problems.

Event description:
On (B)(6) 2018, the patient went to emergency service and was admitted at hospital because the device was delivering inappropriate shocks due to noises in right ventricular channel. The therapies were deactivated and the patient remained admitted at the hospital. As a consequence the following remote follow-ups were checked: on (B)(6) 2018, the ¿v oversensing suspected¿ remote warning was received with respectively 23, 2 and 3 non treated events . The reports showed a drop of the ventricular sensing and some abnormal right ventricular impedance lead values. The egm¿s events showed noise in the right ventricular channel too. Finally on (B)(6) 2018, the re-intervention was performed suspecting of a lead/connection issue. The lead volta 1cr65, s/n (B)(4) was checked several times with the medtronic pacing system analyzer and it seemed that the lead was ok, since no noises were detected when moving the patient arm and the impedance and detection values were stable and correct. Both the subject device and the ventricular lead were explanted without problems.

Event description:
On (B)(6) 2018, the patient went to emergency service and was admitted at hospital because the device was delivering inappropriate shocks due to noises in right ventricular channel. The therapies were deactivated and the patient remained admitted at the hospital. As a consequence the following remote follow-ups were checked: on (B)(6) 2018, the ¿v oversensing suspected¿ remote warning was received with respectively 23, 2 and 3 non treated events . The reports showed a drop of the ventricular sensing and some abnormal right ventricular impedance lead values. The egm¿s events showed noise in the right ventricular channel too. Finally on (B)(6) 2018, the re-intervention was performed suspecting of a lead/connection issue. The lead volta 1cr65, s/n (B)(4), was checked several times with the medtronic pacing system analyzer and it seemed that the lead was ok, since no noises were detected when moving the patient arm and the impedance and detection values were stable and correct. Both the subject device and the ventricular lead were explanted without problems.

Manufacturer narrative:
The preliminary analysis identified a lead issue as the most likely root-cause.